Event description:
Pt reported experiencing eye infection in the left eye beginning in 01/2005. The pt presented to the ER and was treated and given samples of unspecified antibiotics. At an unpsecified time, the pt went to her physician's office for an eye exam and was refrred to an eye specialist. The specialist prescribed vigamox. On her 2nd visit with the specialist, zymar was prescribed. This physician recommended she go to an eye and ear center. In 2006, the pt purchased cephalexin and 15 days later, she purchased ofloxacin. It is unk if these products were taken before, after, or concomitantly with the vigamox and zymar. Seventeen days later, the pt discontinued use of her contacts. The infection persisted. The pt indicated that her vision was impaired and she was light sensitive. She was not taking any medication because she could not afford the meds and f/u visits. Her physician told her if she did not take the med, she may eventually need a corneal transplant. The pt declined medical release authorization and declined return of product.